Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A review of the associated service record (sr) was performed. An alcon representative (ar) assessed the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. Per the sr, the ar inspected the system and performed measurement and energy calibrations as a preventative measure. The system was then tested per service test procedure (stp) and found to meet specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an incomplete flap on a patient¿s left eye, during laser assisted corneal flap creation. The reporter could not lift the flap.